Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level 180 mg/dl. The customer stated that the base of the insulin pump was chew off by the dog and the button look mess up.the customer was advised to discontinue use of the insulin pump and revert a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Findings: unit was received with dog chew marks on including up and down button dome switch, end cap, reservoir tube lip, battery tube and case around near end cap.